Event description:
Information received from the (B)(6) study. Medtronic (covidien) received a report stating that the patient suffered an asymptomatic sah (subarachnoid hemorrhage) after mechanical thrombectomy with a solitaire fr 4x20. T-pa treatment was not indicated for the patient. This occurred on the following day after of the procedure. The asymptomatic sah was confirmed on the right sylvian fissure and the seriousness was low. The patient had developed atrial fibrillation. The patient's condition is being observed under the hypotensive therapy. The patient went into remission. The device functioned as desired; however, the possibility that the stent retriever caused the hemorrhage cannot be denied.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review showed no discrepancies that may have contributed to the reported experience. Reference (B)(4).